Event description:
Clinical study. It was reported that more than 3 years after a coronary drug eluting stenting treatment procedure, the patient experienced a pulmonary emboli (pe). The lesion being treated in the index procedure was a 3.0mm, 95% stenosed, 13mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with predilatation and successful placement of a taxus express2 3.0x16mm drug eluting stent in the target lesion. A non-target lesion located in the mid left anterior descending artery was treated with a commercial stent. The post operative hospitalization was prolonged with sinus tachycardia, uncontrolled diabetes with metabolic acidosis, bilateral pulmonary emboli (pe), elevated liver enzymes, uti, hypoxemia and acute renal failure. More than 3 years after the inital procedure, the patient was admitted to the hospital with worsening shortness of air and dyspnea. CT showed recurrent bilateral pe. The patient was treated medically. The physician noted it was unknown if the serious adverse event was related to the device. The patient was discharged 12 days later. The event outcome was reported as unchanged and it was reported the patient had a return of pe causing shortness of air.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.